Event description:
It was reported that a patient had increased spasticity at the catheter track. During device follow up the healthcare professional (hcp) had difficulties with filling and/or aspirating the pump. The hcp was getting more medicine than normal during the refill. A dye study could not be performed because the catheter could not be aspirated. X-ray revealed that the catheter appeared retrograde around thoracic level 12. A catheter issue (break, kink, and occlusion) was reported. The patient consulted with the hcp (neurosurgeon) for catheter replacement but no date has been scheduled as of the date of this report. The pump was used to infuse baclofen (lioresal). No outcome was reported for this event. Follow up was conducted to obtain further information but had not been received at the time of this report. If additional information is received a follow up report will be sent.

Event description:
On 2015 (B)(6), information was received from the manufacturer's representative regarding the (B)(6) male patient receiving lioresal baclofen (2000 mcg/ml at 900mcg/day) via an implantable infusion pump. The patient was scheduled for a catheter replacement.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2001, product type catheter. (B)(4).